Event description:
Additional information received reported that they were no patient injuries following the replacement of the suspected malfunctioning ins with the outcome was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient experienced painful shocking. It was noted that the device was reprogrammed on (B)(6) 2013. The patient switched groups using the patient programmer on (B)(6) 2013. No issues were found upon device interrogation on (B)(6) 2013 and no issues with impedance measurements were found on (B)(6) 2013. It was reported that etiology was not due to programming.

Event description:
Additional information received reported the patient met with the manufacturing representative and their healthcare professional and decided to have the implantable neurostimulator explanted and replaced. It was noted the replacement was set for ¿sometime in august¿ but the exact date was unknown.

Event description:
Additional information found it was further reported the patient would be sitting and the device would be ¿turning on and off, on and off and back.¿ it was noted the device showed the ¿right position, but the amplitude was wrong.¿ it was stated these problems started about when the patient had a ¿static electric shock through the door knob.¿ it was reported the patient had a shocking sensation. It was reported the device did not help much with the patient¿s painful feet.

Event description:
Additional information received reported that the patient met with the manufacturer¿s representative on (B)(6) where interrogation of the implantable neurostimulator (ins) showed normal impedances values on all electrode combinations. The patient had used program (group) a 100% of the time. The lifetime hours used was 4,070 and 186 hours of use since (B)(6) 2013. The neurostimulator status was reported as ¿ok¿. It was decided to make no changes to the program. The patient stated that the upright position of group a came on normally when they got out of their car (approx. Noon on (B)(6) 2013). The patient then returned to their car and turned the ins off. At around 1:00 pm the ins was turned back on. After 5-6 seconds nothing happened. The programmer screen displayed the manufacturer¿s logo then a second or 2 later the screen appeared with a ¿finger pointing at a circle with two chasing arrows¿ indicating that the programmer needed to be resynchronized. The patient then placed the programmer unit over the ins and pressed the start button. The ins came on in ¿about 2 seconds with a jolt¿ and noted as not a soft start. The programmer showed values of 0.07, 1.90, 2.90, and 2.90 (no units were reported for these values). The patient was in a store for about 45 minutes and did not detect the ins ¿never returned to the upright values¿ of 1.70, 1.70, 2.40, and 2.50. The patient turned off the stimulator to drive home. The patient then turned on the ins about 15 minutes later where it was noted that if came on with the soft start but the values seen on the programmer were still 0.70, 1.90, 2.90, and 2.90 (no units given). Two hours later it was noted that the values had not reset to the correct values. The patient walked around for a couple of minutes and the correct values of 0.50, 1.90, 2.90 and 2.90 where seen. A couple of minutes later the ins returned to ¿upright 0.70, 1.90, 2.90, and 2.90¿. The patient checked the lying values and everything was ¿o.k.¿. If additional information is received a follow up report will be sent.

Event description:
Additional information stated the patient had an event on (B)(6) 2013 after turning on their stimulation where the voltage that showed on their patient programmer was different than expected. It was reported the patient turned their stimulator on after driving and the stimulator came on suddenly without a ¿soft start.¿ it was noted the patient saw a 1.8 voltage value on their programmer instead of 0.5 volts which is what it should have been for the mobile setting. It was stated the patient turned their programmer off and back on and the 1.8 voltage value reappeared. Reportedly, when the patient started walking the voltage value switched back to 0.5 volts and the display was as expected. It was also noted after the patient rested for a few minutes the stimulator returned to the expected upright setting of 1.7 volts. It was later reported, the patient had not made changes since the last time they met with their manufacturer representative and was advised to only make changes to their lying setting if needed for comfort. The patient was also advised to take pictures of the screen when they saw unexpected displays or had unexpected voltage changes. The patient also reported they had an event on (B)(6) 2013 where right after turning on their stimulation one of their programs went all the way up to 2.3 volts initially and then it showed 2.4 volts when he synchronized with the implantable neurostimulator and felt stimulation which was too high for him. It was noted the patient was scheduled to meet with their manufacturer representative two weeks from this report. It was later reported the patient experienced a painful shocking stimulation. It was stated the patient¿s device was interrogated on (B)(6) 2013. It was noted the patient got jolted when they turned their stimulation on. It was later reported, the painful shocking sensation was actually an unexplained change in stimulation and the patient was working with technical services and a sensor engineer team to diagnose and correct the problem. It was also reported a physician mode recharge was performed on the patient¿s device to clear a power on reset (por) and groups were switched using the patient programmer. It was stated the patient¿s stimulation just increased when they turned their device on or changed position rather than getting ¿jolted.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that reprogramming was performed in which the groups were switched on patient programmer unit. The implantable neurostimulator (ins) was interrogated on (B)(6) 2013 and impedance measurements performed (results not provided). It was noted that the event was related to the device/therapy (and not to the device implant procedure). If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that reprogramming was performed on the following dates: (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing a surging sensation. It was further reported that when the patient got in his car or sat down the stimulation sometimes would increases to higher voltages like the upright-mobile voltages. It was noted that when the patient would sit up in bed in the morning the system surges to a higher voltage. It was also noted that mobility rate and upright ¿cones¿ were adjusted. A second adaptive stimulation group was created for testing. And the patient was instructed to keep a log of occurrences for their next visit. It was later reported that the manufacturer representative was still working with the patient. It was noted that the ¿soft start¿ was changed to 4 seconds and it was discovered that when there is a change in position the amplitude did not change immediately but position did change immediately which is what was causing the confusion for the patient. Additional information received reported that the patient had ¿abrupt¿ stimulation changes. It was noted that the patient had one episode with the ¿abrupt¿ stimulation intensity change which occurred on (B)(6) 2013. It was stated that the parameters on the programmer were 1.7 volts, 2.4 volts, and 2.5 volts when it occurred. The patient reportedly was getting out of the car and turned implantable neurostimulator (ins) on when he experienced the ¿sudden strong stimulation.¿ it was stated that ¿90% of the time¿ it occurred when the patient was getting out of his car. It was noted that it also occurred after getting out of bed or when standing. The patient reportedly was using softstart. Impedance measurement test initially showed ¿xxx¿ result on the screen, but issue was resolved after increasing the test parameter to 1.5 volts. It was noted that programming was done. It was later reported, the patient saw a different voltage on their device than what ¿should be programmed¿ in the implantable neuro stimulator (ins) and it caused overstimulation in the patient. It was stated this issue happened four times since their previous report. It was also noted the patient did not feel like they ¿were getting anywhere¿ and no one was taking the situation seriously. The same day, it was reported the patient had an overstimulation sensation. It was also stated the patient noticed changes in their voltage after turning their device back on after activities such as sleeping and driving and their device was powered on four or five times a day. The patient¿s device program 1 reportedly jumped from 1.7 to 1.8, 1.9 or 2.0 when they stood up and turned the device on. It was stated on (B)(6) 2013 the patient had turned their stimulation on, didn¿t feel a soft start, and their stimulation programmed for their foot came on suddenly with a ¿mild jolt¿ at 1.8 volts instead of 1.7. It was noted the patient made changes to their stimulation in the past but avoided doing so lately. Reportedly the patient does not sync up before turning their stimulation on and sometimes has trouble hearing the beep sound when the programmer synchronizes with their implant. It was stated the patient felt confident they were looking at a change in the same program. The patient noted a lot of ¿weird things¿ were happening in (B)(6) and it was a ¿disaster¿ and voltage changes were happening ¿all the time¿ but reprogramming addressed those concerns for the most part. It was noted the position was appropriate when the patient turned their stimulation on. It was stated the patient noticed 2 beeps sometimes when syncing up with their device and confirmed they didn¿t feel the ins move or change position. It was reported the impedances appeared normal and the patient didn¿t see the transition zone on their programmer often. The patient stated the unexpected voltage change only occurs with program 1 and the patient hadn¿t been triggering the mobile setting much at all in the past. It was reported reprogramming was done the day of report. It was also noted the patient used crutches to walk. The patient indicated they thought there was a ¿handshaking issue¿ between the programmer and ins and that their problem started in late (B)(6) 2012 after a ¿very powerful static electricity shock while taking off a polyester bath robe.¿ it was stated the patient would stop using their adaptive stimulation for the next two weeks. The patient also reported their device ¿came on with a jolt¿ several times in (B)(6) 2013. It was reported the patient thought their device was defective and received an uncomfortable jolt of electricity when they turn the device on. It was stated the patient felt two of those on (B)(6) 2013. It was reported technical services stated the patient may be triggering a mobile position just prior to turning their stimulation on and that is why their device shows 1.8 volts, which is the setting for mobile. It was also stated the patient may not have received the full soft start if there was a change in position. It was noted the patient had reduced his lying setting voltage because it was too strong. It was also stated the patient increases and decreases the stimulation while sitting to make it more comfortable. Reportedly the patient was concerned the soft start feature didn¿t work and the stimulation goes straight to the target voltage which can be uncomfortable. It was reported the patient¿s stimulation went from 1.7 volts to 2.4 volts and those larger changes can ¿jolt¿ him. The patient was concerned the sudden onset of higher stimulation than expected could cause him to fall. It was stated the higher voltage event happen 2 percent of the time. The patient stated they turned the adaptive stimulation (as) off on (B)(6) 2013 and had the overstimulation occurrence twice where it came on at 1.8 volts so they enabled the as because it was more convenient. It was stated the patient¿s static shock from the bathrobe hurt and the patient thought they ¿fried¿ their ins. It was noted these issues started happening two days after that event. It was stated the patient did not have the issue occur when they synchronize their programmer first before turning the stimulation on, but had only been using the sync button a few days. It was later reported the patient tried ¿a number of things¿ and changed their settings and then wanted to restart their ¿experiment.¿ it was also stated the patient reset their device. It was later stated the patient seemed to be doing better. It was then reported since the patient¿s stimulator was reset it was working ¿perfectly.¿

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4), found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information reported that ins was replaced five days prior to date of report. Patient outcome was unknown at date of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.